Event description:
The customer reported that a code call did not route to the secondary console. There was no associated adverse event reported as a result of the reported incident. This event has been captured under complaint ref #(B)(4).

Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides an annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notification calls to customer provided third-party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. The nurse call system secondary notification provides visual and/or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific location or locations within the facility such as a nurse console located on nursing specific unit, nurse console in pbx department, a staff station located in a break room or hallway, mobile phones, etc. The notification routing of calls is configured with naming convention, audio and /or visual displays based on the customer preference/request at the time of initial integration. Troubleshooting determined that the issue was due to a misconfiguration error. The hrc technician added the code yellow monitoring call type to the paediatrics secondary console. Received confirmation the system is now working as intended. Based on this information no further actions are required at this time. Although there was no adverse event reported with this malfunction, if the code call were to not annunciate during a medical emergency, it could lead to serious injury or death. Therefore; baxter is reporting this device malfunction.